Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed to confirm the results as discrepant. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua(B)(4). The following information was provided by the initial reporter: "it was reported that customer calling in with possible false negative test result."

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaints that alleges the test cartridge negative but they could see a faint line on the test cartridge before insertion when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1120222. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was expired. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, expired materials will not be tested. The bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause was traced to user - failure to follow instructions. The customer was re-educated by technical support on workflow and the importance of having the bd veritor analyzer read all test going forward. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. No corrective actions were taken at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. A repeat test was performed to confirm the results as discrepant. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that customer calling in with possible false negative test result."